Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.the user was requested to re-link the sensor.based on our review of the data post re-link, it was determined the system is working within expectations.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 03 sept 2025. G3. Date received by the manufacturer? 03 sept 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.